Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the shock impedance measurement was 111 to 113 following commanded shocks. Sensing was poor when programmed in the primary vector. Both secondary and alternate vectors showed good sensing. It was noted that the patient is of a thin stature and the electrode position was not fully optimal and appeared more horizontal versus vertical. Boston scientific technical services (ts) was consulted and discussed that the higher shock impedance measurements may be due to air in the pocket and may decrease on their own. It was noted defibrillation threshold (dft) testing was not performed at implant and would be scheduled at a later date. Four months later the patient was brought in for dft testing. The 10 joule shock yielded an impedance measurement of 88 ohms and the 65 joule shock with induction yielded 88 ohms. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no additional adverse patient effects were reported.